Event description:
It was reported that there were concerns about premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). In addition, it was determined that the electrode was found to be migrated. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 13.0 and 17.0 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that there were concerns about premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). In addition, it was determined that the electrode was found to be migrated. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.